Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the connector pin was loose/bent on the desktop charger (dtc) and the pt's rep's husband noticed this about a month ago. An email was sent to the repair department to replace the dtc. Patient rep called back saying they got the new dtc, but they still weren't getting a good connection between the recharger (insr) and dtc. Caller said it was almost like the port connection was a little offset. Caller said they put a knife in the port to move it and was then able to start charging the insr, but they unplugged dtc and now the insr wouldn't charge again. Caller said the connection inside the port was in the correct position, but the new dtc was loose when plugged into insr. Pss reviewed replacing insr with wireless recharger, but caller said the same insr would be best for the pt. Pss sent email request to repair.